Manufacturer narrative:
No product will be returned for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigations are ongoing within an assigned task-force.

Event description:
The patient reported, he can see a visible lump/ridge as the infusion set cannula remains in his body but at an angle after he inserts the cannula and removes the insertion needle. Patient stated, he is using the insertion assist plus device. Had patient insert an infusion set cannula manually; was able to insert it successfully. Patient reported, he won't know if this will leave a ridge or not until he removes it in 2-3 days. Patient stated, he did not have any used infusion sets to return. On follow up call on (B)(6) 2011, patient reported, the new infusion site caused elevated blood glucose readings. Patient stated, he changed it on day 2 instead of day 3 due to the elevated readings. Patient reported, he noticed the infusion cannula was kinked when he removed it. Patient stated, his readings with that infusion set ranged from 300 mg/dl to 'hi' on his meter. Patient's normal blood glucose range is 70-130 mg/dl. Patient reported, he battled the highs all that day and by night time his readings had come down to 199 mg/dl with the new infusion site. Patient stated, he didn't eat almost anything that day to help bring his readings down. Patient reported, he is currently using another infusion headset from the same box and that one appears to be working fine right now. Patient stated, his readings today are back to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspected product for evaluation.